Event description:
The patient was having a diagnostic study performed requiring contrast administration through the peripherally inserted central catheter (PICC). The rate on the injector was set for 1ml/sec, which was the appropriate rate. Prior to injection, the catheter flushed easily and had blood return immediately. This was an appropriate assessment of catheter patency. The catheter failed (rupture) during injection. Manufacturer response for PICC, bard powerpicc sv catheter with sherlock tip location system stylette (per site reporter): they are evaluating the catheter.